Event description:
I have breast implant surgery back in 2013 and have been very sick since getting them. My quality of life has been negatively effected and keeps getting worse the longer I have them in. I can't afford to have them removed and my insurance company will not cover the procedure to have them removed even though I have many factors that are negatively effecting my quality of life. FDA safety report ID# (B)(4).